Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. One day post-implant, it was noted that the lp exhibited loss of capture. X-ray imaging was performed and confirmed the lp dislodged and migrated to the left lung. The lp was explanted and not replaced. The patient was stable.